Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The info received indicated that during the index procedure for carotid stent placement, the pt developed hypotension and hypoperfusion when the precise 8 x 40 mm stent was implanted. The hypotension was treated by administration of ephedrine hydrochloride. The pt recovered after two days. The hypoperfusion was treated by aspiration of thrombus/debris to restore blood-flow. The pt had no neurological deficit and was discharged from the hospital five days after the procedure. The physician's comment regarding the hypotension was that it was due to carotid sinus reflex. The physician' s comment regarding the hypoperfusion was that it was due to the debris (caught in the angioguard embolic protection device) from the stent placement.

Manufacturer narrative:
The procedure was elective. The indication for the procedure was that the pt was symptomatic with visual black-outs. The pt had a high carotid/subclavian lesion. The target lesion for the procedure was the left common to internal carotid artery. The lesion was reported to be: mildly calcified, not tortuous, and a 70% stenosis. The lesion was pre-dilated with a four (4) mm balloon at eight (8) atm. An angioguard 5 mm embolic protection device was used for the procedure. When the physician advanced the capture sheath for the angioguard device the tip got caught on the stent strut. The physician managed to dis-engage the capture sheath and successfully remove the device from the pt. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2009-01317.